Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump had moisture behind the display screen after wearing the pump to shower. The reporter indicated that there were no cracks noted around the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: 02/03/2014-device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the pump battery compartment was noted to have multiple cracks at the top of the compartment and the battery cap threads were noted to be stripped; no moisture was observed in the battery compartment. A pump leak test was performed and pump battery compartment was noted to be leaking. The pump was opened and there was no evidence of moisture visible in the pump¿s main compartment or on the pump display screen.